Event description:
Additional information received and reported that; the surgeon handled an injector incorrectly. He advanced the plunger too far and determined that there was no reported defect or fault with a company iol.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4) .

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens procedure, lens was loaded incorrectly and not used. Additional information has been requested.